Event description:
Same case as 2134265-2014-05567 and 2134265-2014-05463. It was reported that automatic pullback failure occurred. During the procedure an ilab imaging system was used. It was noted that the motor drive unit (mdu) failed to perform automatic pullback with normal lcd display. Automatic pullback was attempted four times but unsuccessful. Sled replacement did not resolve the issue. The procedure was completed with manual pullback using the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).